Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Investigation unable to download event history log. According to the investigation, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Investigator's replaced the device back-up cap and scratched screen. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump exhibited led 1720 alarm and had scratched lens. No patient involvement reported.